Event description:
It was reported by dealer that seat frame is broken on both sides where the tabs are to attach to the base frame on the (B)(4) manual chair. Dealer states the customer goes down stairs with his chair.